Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging an intermittent power issue. The customer also stated that the battery cap was unable to be tightened and the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2016 with the following findings: during investigation, the battery compartment was found to be cracked. The intermittent power issue was not duplicated during investigation. There was no evidence of physical damage on the battery compartment threads. The pump was exercised for 24 hours with no loss of power occurring. Unrelated to the original complaint, the bolus button cover was found to be damaged but still responsive to user presses. (B)(4).